Manufacturer narrative:
H3 and h6. Codes: updated. One device sample was received for evaluation. Under visual inspection it was confirmed that the pre-dilator was damaged, but no split is visible. The damage most probably occurred during use due to the properties of the material. The pre-dilator is made from flexible material. The pre-dilator is soft and flexible, which is typical for this part. The complaint was confirmed, and the root cause was unknown. A device history record (DHR) review could not be performed as the lot number was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a difficulty inserting gauge stage dilator, increased flexibility and upon removal of the gauge stage dilator noticed damage to the tip. The single stage dilator felt more flexible than usual, also impeding the procedure. There was patient involvement, but no patient harm/adverse event reported.